Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker longevity had dropped to nine and a half years from eleven years. Boston scientific technical services (ts) then discussed could be reflecting higher power consumption and suggested could submit analysis request if still appears odd. To date, the device remains in service. No adverse patient effects were reported.